Event description:
A hospital in (B)(6) reported that an rt106 adult breathing circuit failed a leak test. A leak was found at the gap between the water trap and the bowl. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt106 adult breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested to check for leaks. Results: the pressure test revealed that the complaint device performed within specifications. Conclusion: no fault was found on the returned complaint device. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt106 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."